Event description:
It was reported that the patient was experiencing pain at the pocket site and the implantable pulse generator (ipg) was no longer holding a charge. The patient underwent an ipg replacement procedure wherein a magnetic resonance imaging (MRI) compatible device was implanted. The patient was doing well postoperatively and the explanted device was discarded by the medical facility.